Manufacturer narrative:
"For section a2, the exact patient's age is unknown; however, it was reported that the age range is 80 or older." "This report is being submitted out of an abundance of caution. The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends and a supplemental MDR will be submitted if additional information is received.

Event description:
It was reported that after the completion of a left transcarotid artery revascularization (tcar) procedure, the patient experienced some loss of fine motor skills in hands that remained unchanged until discharge. Magnetic resonance imaging (MRI) showed evidence of bilateral microemboli. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.